Event description:
It was reported by the customer that the external pulse generator (epg) experienced a self-test error. Troubleshooting steps were taken and resolved the error. The epg was restored to service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).